Event description:
It was reported that during use of implantable pulse generator (ipg) inquiry made regarding noted a missing ventricular pace when device is programmed to dual sensed and dual inhibited mode. Review of ipg data indicated missing ventricular pace occurred one hour, 30 seconds apart was due to oversensing of the sens amplifier. The ipg sensitivity was re-programmed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.